Manufacturer narrative:
Device investigation narrative - an evaluation was performed by the supplier and could confirm the customer complaint for the joint at the distal end of the electroblade snapped. The cap and the latch are ultrasonically welded together during the manufacturing process. Initial evaluation of the device noted that the latch and cap exhibited evidence of have been welded. The devices are 100% pull tested to 12 lbs. As part of the manufacturing process to test the weld strength and adhesive bond. There were no obvious indications of why the two pieces would have separated. There is no root cause after investigation at this time. There is no way to determine how or why the cap and latch became separated and how much lateral force was applied to the device. The pieces were welded properly and passed all required in-process inspections currently required. Smith & nephew will continue to monitor. No further investigation is required. Device evaluated by the manufacturer.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the electroblade snapped at the end of the shaft with normal use. A backup device was available, and there was a reported 5 minute delay. No patient impact was reported.